Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the transferring a patient from outpatient to inpatient caused the pyxis to automatically discharge the patient a technical support specialist (tss) created and enabled an interface table in the test environment to block a03 discharge messages for facility 882 from crossing over to pyxis es. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server when patients were transferred from outpatient to inpatient, the pyxis system automatically discharged them, requiring re admission for all affected patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.